Event description:
It was reported that the 8800 system intermittently would not fluoro then go to maximum kv and ma and would not save images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.